Manufacturer narrative:
Pentax model epk-i7010 is classified as import for export, therefore 510k is not applicable. Same model epk-i7010-us is distributed in the USA with 510k k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "error code 19-07" involving pentax model epk-i7010/serial (B)(4). The event was reported to have occurred during installation of the product at the facility. No patient was involved. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: the grid for adjustment to light assy unit (e239-ae011) is defective. Problem solved after replacement of said unit.